Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that all brake casters swivel while in brake mode. No injury reported.